Manufacturer narrative:
The field complaint of the transmitter not having power was confirmed. Final analysis revealed burnt components on the main pcb and burnt mark on inner casing of the ac power adapter. It was concluded that the transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging their respective main pcb and causing the no power issue.

Event description:
It was reported that transmitter had no power. Transmitter was replaced.

Manufacturer narrative:
(B)(4). Manufacture date should have been reported in initial report.